Manufacturer narrative:
The reporter was instructed to check the axiem controller status and all the connections. When checked the axiem controller status was 7 and all cables were properly connected. Then asked to take the back panel off and check the usb connection from the axiem after re-seating the usb connection the axiem and emitter went to green status. He checked to make sure instruments could be tracked and was successful. No problem found with hardware that was returned.

Event description:
A medtronic ent representative reported that he is seeing a communication error in the tracking details of the fusion navigation system. Both the emitter and axiem box are in red status. No patient involved.